Event description:
It was reported a clinical study patient experienced worsening back pain at the kyphoplasty treated level t8. Approximately four weeks later, the back pain stabilized. No add'l info was reported.

Manufacturer narrative:
Device not returned, follow up with company representative.